Event description:
Vns pt underwent revision surgery due to migration and the generator was placed into a deeper pocket due to the migration and infection. It was also reported that the pt is getting "shocked" from their car door which did not happen prior to vns implant. Further f/u revealed that the pt was taken to the hospital due to device migration. Neurosurgeon performed the revision surgery during which infection was reportedly noted upon opening the chest incision.